Event description:
It was reported that during implant, the stylet could not be removed from the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.